Event description:
It was reported that, in early (B)(6) 2014, the patient had a severe urinary tract infection (uti). At this time, the patient was hospitalized and became septic. His upper extremity spasticity increased during this time. Following this hospitalization, the patient experienced subsequent uti which progressed to sepsis again. Again at this time, his upper extremity spasticity increased again. Following the patient¿s discharge, he was receiving physical therapy at home. His hands continued to be ¿curled up¿ and he was not able to use them normally. The patient experienced less than 50% therapy relief. The physical therapist (pt) suggested that the patient¿s pump be checked. The managing physician checked the pump and it was found to be working. However, a (B)(6) study showed kinking. The surgeon confirmed an inability to aspirate the catheter. A catheter replacement was done and no obvious problems or issues were identified; an unknown catheter issue with and unknown cause occurred. The patient status at the time of this report was indicated to be ¿alive-no injury¿ the device system was used to deliver lioresal. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed a kink in the catheter body. The kinked area was seen at the distal side of segment 2, located 32cm from its distal end. This kinked area would occlude when the catheter was bent to a narrow radius.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).